Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set cannula was bent and experienced high blood glucose (bg) on (B)(6)2026. The patient noticed symptoms after three hours of insertion. The high blood glucose (bg) was treated with correction bolus via pump. No further information available.